Event description:
It was reported that the customer had a programming pump assistance issue on t;he insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to follow up with health care provider if current settings need to be changed. The customer was assisted with programming basal rates, bolus wizard and meter ID. The customer made changes on her own for the basal settings and change on her own the active insulin time from 4 hours to 8 hours. The customer was advised to not make changes on her own, but to first contact health care provider or educator but customer declined stating she makes her own settings to the insulin pump. The patient was advised to monitor her insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.